Manufacturer narrative:
New information received. This report was previously reported under MFR number 2647580-2020-00271. Any additional information received in the future will be submitted under this report. Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the reload did not fire which the surgeon relates to the green button, that somehow negatively affected the triggering of the reload. Another reload and handle were used to complete the case. There was no patient injury.